Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The root cause for the event is related to a patient condition. Information was provided that the "ligament" became loose in the patient's eye. Due to this the iol moved out of position. The iol was repositioned in a second surgery. A few months after this surgery, the "ligament" became loose again in the patient's eye. The iol moved out of position. Follow-up information was provided "the ligament means the suspensory ligament in eye became loose". The lens was repositioned for a second time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification was provided that the ligament means the suspensory ligament in eye that became loose. The suspensory ligament that became loose was referring to the patient anatomy.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that the intraocular lens (iol) fell off two times. Additional information was requested to clarify what was meant by iol fell off two times. Additional information was provided indicating that the ligament became loose in the patient's eye, so the iol slide out of position and became stuck in pupil; therefore, the patient went back to the hospital for another surgery in order to have iol moved back into the right position in eye. A few months after this surgery, the ligament became loose again in the patient's eye, the iol slide out of position and became stuck in pupil. For this second incident, patient is thinking whether he shall have another surgery to have the iol moved into the correct position or replace it with another iol instead.